Manufacturer narrative:
(B) (4). Physio-control evaluated the device and found the reported fault code in the memory and observed that the device would not operate on battery source. Physio replaced the power supply assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed power supply assembly at the failure analysis center and determined the cause of failure to be a missing diode, designator cr15. The board was damaged when the input power filter inserts dislodged and broke the cr 15 diode off the circuit board. The missing diode disabled the assembly battery charging capability and the device would have appeared to fail to operate on dc power if a depleted battery was installed.

Event description:
It was reported that the device illuminated a service light and logged a fault code in the memory pertaining to the device inability to detect the installed battery. The reporter reseated the battery connection with physio-control rep directive but the problem persisted. There was no report of patient use associated with the event.